Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch basic meter had a "retest" message issue. The reporter indicated that the alleged meter issue started on the previous month, at an unspecified time. The reporter alleged that the pt had to be taken to the hospital because the meter was not working. According to the reporter, the pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unk date/time after the alleged meter issue began, the pt claimed that she developed symptoms of feeling "hypo." The pt did not provide any specific symptoms. On three days later, at 1:00 pm, the pt alleged that she received assistance from an emergency room (ER) because of the reported meter issue. The pt's blood glucose was tested on an ER/hospital meter but she could not recall what result(s) were obtained. The pt was reportedly treated with IV glucose. The alleged meter issue was not resolved with troubleshooting. The meter was replaced. This complaint is being reported due to the following conclusion: the reporter claimed that she received medical treatment for hypoglycemia in an ER after the alleged meter issue began. The pt was reportedly unable to test her blood glucose for approx 3 days prior to receiving the medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.